Event description:
As reported, approximately 3 g of the 5 g arista ah was used during a thyroidectomy procedure on (B)(6) 2023. The surgeon stated the residual arista ah material was not removed by irrigation or any other methods. As reported, the patient developed purulence less than 24 hours post op; thereby the patient was taken back to the or on (B)(6) 2023 for neck swelling, redness, pain and evacuation of purulence was performed. It was also reported that the patient was started on prophylactic antibiotics and the cultures were sterile.

Manufacturer narrative:
It was reported that less than 24 hours post use of the bard/davol arista ah hemostatic powder, patient developed purulence and underwent evacuation. Based on the information provided, no conclusion can be made to what if any extent the arista product used caused or contributed to the patient's postoperative course. The surgeon stated that the residual arista ah material was not removed from the surgical site following application as instructed in the instructions-for-use (IFU). The warnings section of the IFU states, "once hemostasis is achieved, excess arista ah should be removed from the site of application by irrigation and aspiration". To date, this is the only reported complaint for this manufacturing lot. Not returned.